Event description:
The v60 ventilator was sent to biomed for repair. While troubleshooting the unit, biomed noticed an error code 100a from the event log history. When contacted philips for technical support, biomed was told that this error code was due to the loss of communication from da pcba to mc pcba cable and needs retrofitting. Also, when called, philips said there is no recall issued as of now on this and is being dealt with on a need basis.